Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) the device was returned and no anomalies were found. There were tool marks on the can.

Event description:
It was reported that during an magnetic resonance imaging (MRI) scan the patient experienced pain in the area of the recorder implant. The device was extracted. No patient complications were reported as a result of this event.